Event description:
Rubber diaphragm from teleflex medical taut introducer peritoneal catheter came loose from catheter and had entered into the patient's abdominal cavity. Diaphragm was immediately retrieved and removed in its entirety from the abdominal cavity. Diagnosis or reason for use: laparoscopic cholecystectomy. Is the product compounded: no. Is the product over-the-counter: no.